Manufacturer narrative:
B3/d10: the event occurred between (B)(6) 2024. H4: the lot was manufactured between december 7-8, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors underinfused during patient infusion. The device contained 14400mg benzylpenicillin in 0.9% sodium chloride having a total volume of 240ml. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.